Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 3366699, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at 50mmh2o. The valve was visually inspected. A cut/tear in the silicone housing in the needle chamber was noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve could not be flushed due to the cut/tear in the silicone housing. The valve was leak tested failed leaked from the cut/tear in the silicone housing in the needle guard. The valve could not be pressure tested due to the cut/tear in the silicone housing in the needle chamber. The valve passed the test for programming reflux and siphon guard. The root cause for the underdrainage as reported by the customer is due to cut/tear in the silicone housing in the needle chamber, as noted in the IFU: silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports: other mfg report number: 3013886523-2021-00496. A physician reported a hakim valve (id823162) was implanted in the patient via ventricular peritoneal shunt on (B)(6) 2020 with 70mmh2o; used with codman bactiseal catheter kit 823072 (serial:unk). Valve dysfunction was suspected due to no improvement of underdrainage and ventricular enlargement. The valve was removed and replaced on (B)(6) 2021. Upon removal, set pressure was 30 mmh20. The patient's condition is unknown.